Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. No further details were provided regarding the incident. Troubleshooting did not occur; it is unknown if the auto mode feature was active and automatically adjusting insulin during the event. The insulin pump was not returned for analysis.